Event description:
A medical device, model "kos" (property of the distributor), was present in the facility to temporarily substitute the final user's kos unit, which was at distributor facility for svc repair. The substituting kos was not properly calibrated causing the temp to exceed the designed level. This resulted in the paraffin heating excessively and eventually boiling off. Once properly calibrated the kos unit worked properly, as designed. Tissues (45 specimens) were sub-optimized due to the additional heating during paraffin infiltration, however user indicated that diagnosis was possible. Customer confirmed on (B)(6) 2013 that some/all of affected specimens were used for pt diagnosis. Therefore we have designated this event as a "product problem" and not an "adverse event".